Manufacturer narrative:
Sample rolls of durapore¿ advanced surgical tape (1590-0; lot number 2021-05 pa & 1590-1, unknown lot number) were received from the customer. The rolls of tape were tested and shown to meet all specification requirements. A batch record review for the subject lot confirmed no quality related deviations. Retest results of retain sample also showed that the tape meets the performance properties. A root cause could not be identified. Unplanned extubations (ues) are adverse events occurring in mechanically ventilated patients. Premature dislodgement of the endotracheal tube (ett) by the patient or staff is a more common event among pediatric and neonatal populations. The occurrence rates in the literature for critically-ill pediatric patients are not as consistent, however risk factors are nearly identical. Agitation and restlessness due to the minimal use of sedatives or muscle relaxants, ett fixation challenges, use of cuff-less etts, environmental conditions like high humidity, copious secretions, the potentially longer duration of intubation than in adults, and physical manipulation of the patient from repositioning, kangaroo care, general nursing care, and during procedures all contribute to an increased potential for unplanned extubation in the nicu and picu (pediatric intensive care unit) populations.

Event description:
A nurse reported an infant's endotracheal tube (ett) was secured with 3m¿ durapore¿ advanced surgical tape. The nurse reported the tape did not adhere to the infant's face and edges were fraying.